Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email notification from kennedy's and additional information received. It was reported that the patient was revised to address pain. Findings from the revision stated there were marked thickened inflammatory tissue at the greater trochanteric bursar and large contained bone defects in the acetabulum. Radiograph shows appearances of lysis behind the cup and the consultant raised the possibility of adverse soft tissue reaction to metal. There was also large effusion within the hip joint with internal debris and thickened wall. Doi: (B)(6) 2008: dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.